Manufacturer narrative:
Update section - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) after checking drive regulator calibration found that, both vacuum and pressure regulators needs calibration. Vacuum regulator calibrated properly (-295 mmhg) but drive pressure regulator is not calibrating. Drive pressure regulator is suspected. Needs for testing purpose. Further testing will done after replacing the same. On 26-03 fse replaced drive regulator and try to calibrate but problem not solve. Also check all filters. Unit compressor assembly is suspected. Further testing will done after replacing the same. On 03-04 for power up test fails code # 14 issue. While replaced compressor assembly found that, unit not switching on in normal condition. System start under booting process and giving long beep after some time. For this issue checked and reset unit's all connections and respective boards. But problem not solve unit some boards needs for testing purpose. Further testing will be done after replacing the same. On 15-04 for unit not switching on in normal mode unit video input cable and backplane pcb get replaced with new one. Now unit switching on in normal mode. For power up test fails code # 14 issue, unit compressor assembly get replaced with new one. Calibrated both regulators, problem solve. Unit observed more than 2 hrs. No error found in unit. Unit kept under observation for 3 to 4 days then estimate will be submitted for the same. On 19-05 checked cardiosave unit. Checked all functions, working satisfactory. Unit working fine.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse before use that cardiosave intra-aortic balloon pump (iabp) power-up test failure with code #14 e. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, d5, e1 (initial reporter, event site email), e2, e3, e4, g2, h6 (medical device ¿ problem code)

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) power-up test failure with code #14 e. There was no patient involvement.